Event description:
A distributor in denmark reported that a pump's screen would not turn on, and the customer's blood glucose level did not adversely impact as it remained stable. Technical support instructed the customer to try turning on the pump through various troubleshooting steps, but the display remained unresponsive. Consequently, a replacement pump was arranged to be sent to the customer. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the malfunctioning pump using a pre-paid label within ten days. Cts confirmed the shipping address, and the customer acknowledged and understood all instructions provided.